Event description:
It was reported to the MFR by the facility ((B)(6) center of (B)(6)), per facility they had a resident in a lift and sling, cna's heard a pop, where sling is attached to the cradle arm, the black plastic cap and spring, which holds the sling in position, had broke and the sling slipped out and which resulted in the resident falling. Resident was taken to the hospital for a medical exam. Laceration to the forehead required stitches and neuro checks. (B)(4) was entered into our system, no return of failed part because sales rep was sent to the facility to replace the part in question and perform in-service.